Manufacturer narrative:
Correction: section e facility and provider information updated/corrected.

Event description:
New information received notes the issue was discovered during a device check while the patient was at the emergency department for reasons unrelated to the device. No other anomalies were observed. Programming changes to decrease the post ventricular atrial blanking period (pvab) were made which resolved the problem. The implantable cardioverter defibrillator (ICD) was now appropriately monitoring atrial tachycardia/ atrial fibrillation. The patient was stable before, during and after programming changes.

Event description:
It was reported that intermittent atrial under sensing was observed on the implantable cardioverter defibrillator (ICD).